Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 15-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("implants were in an asymmetric position") in a female patient who had essure inserted (lot no. B42249) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. On(B)(6) -2014, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain"), alopecia ("hair loss"), myalgia ("muscle contracture in the calf"), cyst ("functional cyst of 4.5 cm"), erythema ("red patches on the elbow"), dyspepsia ("digestive problems"), knee pain ("knee pain (lateral trochlear patella chondropathy with subchondral bone oedema)"), chondropathy ("lateral trochlear patella chondropathy"), bone marrow oedema ("subchondral bone oedema"), aphasia ("word-finding difficulty"), emotional disorder ("emotional disorders"), sacroiliac joint dysfunction ("regular sacroiliac joint dysfunction"), pain in hip ("hip pain"), exercise tolerance decreased ("difficulties doing any sporting activity") and pelvic discomfort ("heaviness in the pelvis"). The patient was treated with essure removal on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, alopecia, myalgia, cyst, erythema, dyspepsia, knee pain, chondropathy, bone marrow oedema, aphasia, emotional disorder, sacroiliac joint dysfunction, pain in hip, device dislocation, exercise tolerance decreased or pelvic discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2022: implants were in an asymmetric position. [Computerised tomogram pelvis] on (B)(6) 2022: it shows that the left essure is in a normal position. Its inner portion is in contact with the left horn of the uterine cavity. The extra-uterine part of the device is approximately 2.1 cm. The intra-uterine part is approximately 2.8 cm. The right essure is situated in the right horn of the uterine cavity, folded over on itself to cover 2.13 mm. No part of the device extends extra-uterine area. [Magnetic resonance imaging] on (B)(6) 2021: some signs of lateral patellofemoral chondropathy, in the lower part of the lower joint of the trochlear patella joint, on the patella side, with a slight subchondral bone oedema. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 15-dec-2022. The most recent information was received on 27-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("implants were in an asymmetric position") in a female patient who had essure inserted (lot no. B432249-inv) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain"), alopecia ("hair loss"), muscle contracture ("muscle contracture in the calf"), cyst ("functional cyst of 4.5 cm"), erythema ("red patches on the elbow"), dyspepsia ("digestive problems"), knee pain ("knee pain (lateral trochlear patella chondropathy with subchondral bone oedema)"), chondropathy ("lateral trochlear patella chondropathy"), bone marrow oedema ("subchondral bone oedema"), aphasia ("word-finding difficulty"), emotional disorder ("emotional disorders"), sacroiliac joint dysfunction ("regular sacroiliac joint dysfunction"), pain in hip ("hip pain"), exercise tolerance decreased ("difficulties doing any sporting activity") and pelvic discomfort ("heaviness in the pelvis"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, alopecia, muscle contracture, cyst, erythema, dyspepsia, knee pain, chondropathy, bone marrow oedema, aphasia, emotional disorder, sacroiliac joint dysfunction, pain in hip, device dislocation, exercise tolerance decreased or pelvic discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2022: implants were in an asymmetric position. [Computerised tomogram pelvis] on (B)(6) 2022: it shows that the left essure is in a normal position. Its inner portion is in contact with the left horn of the uterine cavity. The extra-uterine part of the device is approximately 2.1 cm. The intra-uterine part is approximately 2.8 cm. The right essure is situated in the right horn of the uterine cavity, folded over on itself to cover 2.13 mm. No part of the device extends extra-uterine area. [Magnetic resonance imaging] on (B)(6) 2021: some signs of lateral patellofemoral chondropathy, in the lower part of the lower joint of the trochlear patella joint, on the patella side, with a slight subchondral bone oedema. Cioms report lot # b432249 invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-dec-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. The most recent information was received on 15-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("implants were in an asymmetric position") in a female patient who had essure inserted (lot no. B42249) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain"), alopecia ("hair loss"), muscle contracture ("muscle contracture in the calf"), cyst ("functional cyst of 4.5 cm"), erythema ("red patches on the elbow"), dyspepsia ("digestive problems"), knee pain ("knee pain (lateral trochlear patella chondropathy with subchondral bone oedema)"), chondropathy ("lateral trochlear patella chondropathy"), bone marrow oedema ("subchondral bone oedema"), aphasia ("word-finding difficulty"), emotional disorder ("emotional disorders"), sacroiliac joint dysfunction ("regular sacroiliac joint dysfunction"), pain in hip ("hip pain"), exercise tolerance decreased ("difficulties doing any sporting activity") and pelvic discomfort ("heaviness in the pelvis"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, alopecia, muscle contracture, cyst, erythema, dyspepsia, knee pain, chondropathy, bone marrow oedema, aphasia, emotional disorder, sacroiliac joint dysfunction, pain in hip, device dislocation, exercise tolerance decreased or pelvic discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2022: implants were in an asymmetric position. [Computerised tomogram pelvis] on (B)(6) 2022: it shows that the left essure is in a normal position. Its inner portion is in contact with the left horn of the uterine cavity. The extra-uterine part of the device is approximately 2.1 cm. The intra-uterine part is approximately 2.8 cm. The right essure is situated in the right horn of the uterine cavity, folded over on itself to cover 2.13 mm. No part of the device extends extra-uterine area. [Magnetic resonance imaging] on (B)(6) 2021: some signs of lateral patellofemoral chondropathy, in the lower part of the lower joint of the trochlear patella joint, on the patella side, with a slight subchondral bone oedema. The following amendment was made: coding request received. Correction due to discrepancy between coding action item and match point coder query. Description to be coded was changed from myalgia of lower extremities to muscle contracture. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.